Event description:
It was reported there was erosion at the pocket site of the left side implant. There was no erosion through the skin. There was no injury or adverse event to the patient. Surgical intervention was required. Device was placed deeper to prevent erosion and reduce tightness. Follow up reported there was nothing more to report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 37092 lot# 318250001, implanted: 2012 (B)(6), product type accessory product ID 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3389s-40 lot# v952317, implanted: 2012 (B)(6), product type lead product ID 3389s-40 lot# v952317, implanted: 2012 (B)(6), product type lead. (B)(4).